Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that the bottom of the pump at the drive support cap was cracked. Customer's blood glucose was 156 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Findings: pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked case, cracked case reservoir tube window corner, missing reservoir tube o-ring, missing end cap sticker, detached end cap and broken battery tube threads.